Event description:
Philips received a complaint by the customer on the v60, indicating that there was a battery failure. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was a battery failure. The customer performed troubleshooting and stated that the device operated as intended after the battery was removed. Resolution and disposition are pending.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received 12jun2024, the authorized service provider (asp) engineer stated that the customer refused to pay for the repair because the device was not under warranty. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.